Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor failure - 1001" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was duplicated. The customer stated that when the malfunction occurred, the device was in their facility's MRI room and was close to the MRI machine. Zoll medical recommends that all ventilators be kept at least two meters away from an MRI source due to the strong magnetic fields. The device's compressor was replaced to resolve the condition. Analysis for reports of this type has not identified an increase in trend.